Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. The unit had a minor scratched liquid crystal display window, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 208 or 209 mg/dl. The customer stated that she had worn the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.